Event description:
The patient reported that they were unable to test on their fasttake meter. Patient have symptoms of shakes and cold sweats. The meter display allegedly continued to show a symbol with a "broken #2". There was no result obtained from the patient's meter. The patient received a result of 30 mg/dl on spouse's meter. There was no comparison between the patient's meter and any other device. There was no treatment. The patient ate something. Patient had not changed the battery in the meter for over a year. No further information has been reported.